Manufacturer narrative:
Product analysis: the set screw has witness marks from the rod moving back in forth between the bone screw head and the set screw. Without the bone screw or the rod being returned no root cause can be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: pelvis fusion levels implanted: t10-pelvis it was reported that the patient presented with degenerate disc disease. Post-op, the set screw was loose. Patient underwent revision surgery for the removal of the set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.